Event description:
A customer contacted beckman coulter (bec) reporting a contained cap piercer leak in the unicel dxc 680i synchron access clinical system. The customer stated that the leak was going down the sides of the sample collection tubes and not onto the caps. It was also confirmed that instrument motion error messages alerted the customer of an issue, which included "obstruction detected" and a "sample level sense error". No exposure or injury occurred due to contained leak. No erroneous results were generated.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event and found very little vacuum in the waste drain line. Rubber slivers were also found in the waste valve that had clogged up opening. The rubber slivers were removed and vacuum was restored to wash chamber. Fse confirmed failure mode to be an obstructed in the 3-way solenoid waste valve pn 988693. The leak was resolved upon service visit. (B)(4).